Event description:
It was reported that patient alerts were delivered for high, out of range pacing lead impedance. Lead was capped and replaced. Patient condition is fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.